Event description:
The caller reported the piece that inner cannula fits to broke off. The caller reported that the tracheostomy tube was in the pt when this occurred, and they had to swap with another percutaneous tube.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.